Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's implant was showing "low" battery. The patient was implanted three years ago, and there current settings were as follows: 2.5ma 210us 29hz; impedance at the active electrode was 587ohms. The hcp stated they were expecting longer longevity. To resolve the issue, the battery would need to be changed. Once explanted, it would need to be sent back for analysis to determine why it depleted so quickly. The issue was not resolved at the time of this report. Additional information was received from the manufacturer representative (rep) on 2026-apr-27. The rep reported that the battery replacement hadn't been scheduled yet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.